Event description:
It was reported that, "surgeon was inserting the staple and the staple clamp broke. Staple still went in fine."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.